Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered shocks for an arrhythmia that was detected as ventricular tachycardia (vt) but after a review of the rhythm by an electrophysiologist, it was determined to be supra ventricular tachyca rdia (svt) in origin. The patient was hospitalized and treated with medication. The ICD remains in use. No further patient complications have been reported as a result of this event.